Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr), a restricted posterior 2 leaflet, and heart failure for a mitraclip procedure. A mitraclip was implanted successfully. The final mr was grade 1-2. The evening after the procedure, a cardiac tamponade developed and was drained. The patient was stabilized. On (B)(6) 2025, a balloon pump was placed. On (B)(6) 2025, the patient's status declined and was pronounced dead. The cause of death was cardiogenic shock. Per the physician, the cause of death was not due to the mitraclip devices, but the patient's comorbidity (heart failure). The cause for the cardiac tamponade is inconclusive. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the cardiac tamponade, cardiac arrest, and pericardial effusion could not be conclusively determined. The reported death is related to patient condition (heart failure comorbidity), per case details. The reported patient effects of cardiac tamponade, death, cardiac arrest, and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes added: h6 - health effect - clinical code: 3271 pericardial effusion.